Event description:
The technician alleged the account had broken the siderail and it would not latch. No patient impact.

Manufacturer narrative:
The technician replaced the ratchet rivets and straightened the siderail posts to resolve the issue.